Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple false low glucose (glu) results generated by the unicel dxc 800 pro synchron chemistry analyzer. Critical rerun yielded different results. The lab ran the original samples on a different instrument and the results matched the higher result seen originally and were reported. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc data was reviewed by bci and there were 3 low outliers ranging from -1 sd to -3 sd. A field service engineer (fse) was on-site and replaced the electrode after the event. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.